Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the consumer can still drive the chair when it is plugged into the charger.

Manufacturer narrative:
Additional/updated information was added to reflect the charger being returned to the manufacturer for evaluation. The result of the evaluation was that the unit passed functional testing, so the original complaint issue could not be confirmed.

Event description:
Provider states that the consumer can still drive the chair when it is plugged into the charger.